Event description:
Boston scientific received information that this patient was experiencing high rate pacing. A boston scientific sales representative performed a device interrogation and confirmed the high rate pacing was sustained but not prolonged. The high rate pacing was suspected to be caused by interaction between external hospital equipment and the minute ventilation (mv) feature. The device was reprogrammed from dddr to ddd configuration. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.